Event description:
As reported, during a procedure on (B)(6) 2017, the patient was implanted with a perfix plug. As reported, the patient has experienced mesh protruding from the abdomen for over a year.

Manufacturer narrative:
As reported, post-implant of the perfix plug, the patient experienced mesh protruding from the abdomen. No additional information has been provided. Based on the information obtained, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only complaint reported for this manufacturing lot of 250 units released for distribution in february 2017. Note, the date of event (B)(6) 2021) is provided as a best estimate based on the available information. Not returned - remains implanted.